Event description:
It was reported that, the plastic coating covering the drive wire detached while inside the patient during a therapeutic stone retrieval procedure. This event occurred at the end of the procedure upon removal of the device. They were able to retrieve the plastic coating from the patient. No further patient complications occurred. No additional information forthcoming.

Manufacturer narrative:
This device has not been received by this manufacturer, therefore, a failure analysis has not been performed yet, and we are not able to determine if the device met specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the cause for this event. Our directions for use state: "caution: if resistance is encountered during advancement or withdrawl of the device, do not exert excessive force."